Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, pffa220714, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported in FDA report # mw5040086 that, "a patient developed a vesicle/burn at the posterior cervical injection site the next day post cervical radiofrequency ablation. The patient was treated for the burn at the wound clinic. The diagnosis or reason for use: radiofrequency ablation. The patient's treatment included: 100 micro grams of fentanyl, 2 milligrams of versed, 10 ml 0.2%, naropin, 10 milligrams 1% lidocaine, " no further information provided.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).